Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The annulus was measured with the perimeter as 80.3mm, the diameter as 30mm, and the area as 520mm^2. During the procedure it was noted that there was difficulty inserting the device in the patient. There was difficulty advancing the delivery system through the ascending artery due to heavy calcification. The delivery system was able to cross the ascending artery after several attempts were made. The device was implanted. It was noted post-procedure that the patient had a dissection in the ascending artery. The patient's blood pressure is controlled without reoperation. No intervention was required to treat the dissection. The cause of the dissection was believed to be due to advancing the delivery system. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty and dissection of the ascending aorta was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Additionally, the pre-procedural CT provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿the CT imaging showed extensive calcification throughout the access vessels, including the ascending aorta.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of the reported advancement difficulty could not be conclusively determined; however, severe calcification at the access vessels and the ascending aorta could have contributed to the advancement difficulty. The cause of the reported dissection of the ascending aorta is likely caused by the cascading effects of the advancement difficulty. There is no indication of a product quality issue with regards to manufacture, design, or labeling.